Manufacturer narrative:
As the status of the lens(es) was not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The serial numbers were not provided. (B)(4). Device evaluation: the product(s) were not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a doctor that his colleagues used a non-amo 2.4mm clear cut slit knife. However, in order to insert the pcb00v intraocular lenses (iols) into the operative eye of patients, they needed to enlarge the incision site so the tip of the cartridge could be introduced to the eye. It is unknown if the incision size was accurately at 2.4mm. Reportedly, there was no patient injury. No additional information was provided.